Manufacturer narrative:
Awaiting return of the device.

Event description:
A 69-year-old male patient underwent an iliac branch for common iliac aneurysm procedure in which the zenith branch endovascular graft iliac bifurcation, g60345, was used. When the iliac branch graft was advanced and the preloaded catheter was exposed, pushing the hydrophilic wire through the catheter, they felt resistance/could not advance wire; pulled the catheter out and noted that the curled tip was detached from catheter. The curl was wedged between the dilator tip and the sheath, and thankfully came out of the patient. The device was removed and a new 12-45-41 device was used instead. Had to loosen the through and through wires and the user was not comfortable unsheathing without support.